Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events wound dehiscence and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "presence of the gel through the wound was corroborated" photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wound dehiscence: unable to observe since it is not related to the device. Extrusion : unable to observe since it is not related to the device.

Event description:
Healthcare professional reported against the right side "patient requested a review and the presence of the gel through the wound was corroborated." Device has been explanted and replaced.